Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that and exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp), performed for treatment of bile duct stricture on (B)(6) 2024. Approximately 5 minutes into the procedure, an error message appeared on the screen. Multiple attempts to unplug/plug back in and clean the connector port were made but did not resolve the issue. The procedure was completed using another exalt model d single-use duodenoscope. There were no patient complications reported.